Event description:
It was reported that during a routine follow-up, the right atrial lead was programmed off due to low lead impedance. The patient was in stable condition.

Manufacturer narrative:
(B)(4).